Event description:
It was further reported that during an iliac stenting treatment procedure, that the stent appeared "accordianed." Two 10x98mm stents were inserted inside the patient. The position was confirmed and both stents were deployed. One of the two stents appeared to be accordianed in that it appeared 4cm long instead of 10 cm as expected. The physician implanted a 9x100mm stent inside the short stent to complete the procedure.

Event description:
It was further reported that during an iliac stenting treatment procedure, that the stent appeared "accordianed." Two 10x98mm stents were inserted inside the patient. The position was confirmed and both stents were deployed. One of the two stents appeared to be accordianed in that it appeared 4cm long instead of 10 cm as expected. The physician implanted a 9x100mm stent inside the short stent to complete the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: two epic stent delivery systems (sds) were returned for evaluation. One sds is the complaint device, the other sds is the other epic device used successfully in the procedure. The stents were not returned as they were implanted during the procedure. Both devices were visually, tactilely and microscopically inspected which revealed no abnormalities on either device. The gap between the bumper and the tip was measured on both devices in the fully deployed position. Both gaps measured 11cm, indicating the stents housed in the devices were both 10cm stents as indicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an iliac stenting treatment procedure, stent migration occurred. The physician was treating both the left and right iliac arteries. This 10x98x75 epic vascular stent was advanced to a lesion and deployed. After deployment, the physician noted that the stent did not expand and the stent migrated. The stent remained implanted 4cm from the intended location. A different sized epic stent was used to complete the procedure. No further patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.